Event description:
The event is reported as: complaint alleges: "there was a small hole on the circuit. The pressure did not rise at the leak test and the hole was found as a result." Defect discovered prior to use on a patient. No patient injury reported.

Manufacturer narrative:
Assembly process and manufacturing procedure were reviewed and no findings relate to the reported issue were found. A device history record (DHR) review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.